Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The patient's attorney reporting allegations of breast cancer and metastatic bone cancer. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/03/2025. During the evaluation of the device at the third party service center, the device was visually inspected no foam particles were observed. The third party service center found the evidence of contamination of dust. Section g3 and h6 have been updated in this follow up report.